Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was over delivering too much basal. Customer¿s blood glucose was 65 mg/dl and treated with food. Customer did not go to the emergency room nor were paramedics called. The auto mode on the insulin pump was active and was automatically adjusting insulin delivery during the event. Customer was alleging that insulin pump was over delivering. Troubleshooting was performed and customer was able to upload to carelink. Customer was advised that insulin pump would need to be replaced. Insulin pump is expected to return for failure analysis and reservoir will not be returned for analysis.